Event description:
Fixture removal surgery for a patient due to unknown reasons.

Event description:
Fixture removal surgery for a patient due to deep infection.

Manufacturer narrative:
Fixture removal due to deep infection. No information available on involved devices. No investigation possible.